Event description:
Customer received results of 366 mg/dl, 260 mg/dl, and 160 mg/dl within 10 minutes on her aviva system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.